Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer verified that auxiliary half-height (hh) legacy drawer 3.2 consistently failed when closing. Initial inspection revealed a slightly damaged latch sensor, which was replaced. While the issue improved, intermittent failures persisted. Further inspection identified a broken spring on the solenoid, which was also replaced. Upon continued troubleshooting, the retractor band was found to be slightly damaged and was replaced. The station was rebooted, and firmware updates were applied. Drawer is now functioning as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and wouldn¿t open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care.